Event description:
A patient reported that the meter would not turn on. Patient did not have any symptoms. Patient went to a clinic to get the blood glucose tested. The blood glucose level was 232 mg/dl. Patient stated that the blood glucose is usually high and patient takes a set amount of insulin. Patient was not given any treatment. The power issue was not resolved with troubleshooting. No further information has been reported.